Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok keypad button required increased pressure to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/13/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the compliant, evaluation revealed that the audio bolus button was unresponsive. The audio bolus button cover was fully intact; no damage was observed. The audio bolus button cover was removed and the internal plug contact was found to be misaligned. Contamination was also found on the internal plug contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.